Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). Additional device information unknown.

Event description:
During ongoing investigation, it has been identified a screw fractured inside the implant.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). One (1) osseotiteâ® 2 implant 3.75 x 10mm (xfos310) with an unknown biomet screw were returned for investigation. Visual evaluation of the as returned product identified the implant fractured at the collar region. The implant has been damaged, possibly from the removal process. A fractured screw was identified inside the implant. Functional testing to recreate the reported event could not be performed due to the nature of the device & event. A pre-existing condition noted on the per was moderate bone density (type ii). The reported implant was located on tooth # 37 (fdi) and was used for approximately 1 year, 5 months. Device history record (DHR) review and complaint history review by lot number could not be performed, as the lot number associated with the reported product (unknown biomet screw) is not available. Zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming product within specifications. Based on the available information, device malfunction did occur and the reported events were confirmed.

Event description:
No further event information is available at the time of this report.